Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the display was distorted on the roller pump. As a result, an alternate device was employed by the perfusionist (ccp). The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: this small roller pump was being used for cardioplegia and was linked to another small roller pump for master-follower delivery of cardioplegia. There were no issues during set-up, priming, and preparation of the pump and the cardioplegia circuitry. Just prior to the initiation of cpb, the ccp noticed the pump display had missing and garbled pixels and the display was unreadable. The ccp elected to remove this pump from the base and replaced with another small roller pump from another system-1 unit. The roller pump was assigned to the configuration and tubing was loaded in this replacement pump. Roller occlusion was checked and the pump was ready for use, prior to the initiation of cpb. This did not delay the start of cpb and there were no issues during cpb.